Event description:
The hcp reported, the catheter was replaced because it was 'non-functioning'. No tests were done, however, the patient had worsening pain despite increased morphine doses. Please see MFR. Report # 6000030200703652.

Manufacturer narrative:
.